Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device was not working, and that patient did not elaborate on what was not working with the device. Patient was sent to physician's office to have device turned off but it was not noted if it was successful or not. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient came into the hcp office to have the device turned off because they needed an MRI for their head. They found that it had been off for several years. The patient was asymptomatic [illegible]. There were no actions or interventions needed to resolve the device not working. They assured the patient that the unit was off before their brain MRI, which is what caused the device to not work.